Event description:
It was reported that knee components on the patient's left knee were replaced with triathlon ts implants. Components were explanted. (B)(6) 2014: the sales rep indicated the reason for the revision was poor initial position of the tibial component.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.